Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had low impedance with its bipolar impedance lower than its unipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.